Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately compared to their hemoglobin a1c result. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 9am on (B)(6) 2018. At this time the patient stated that they had a ¿26 point¿ difference between their blood glucose reading on the subject meter and their hemoglobin a1c result. No specific values were given, however. Lfs does not consider this to be a valid comparison. The patient manages their diabetes by self-adjusting their humalog and lantus insulin dosages and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 9:30am the same morning they developed the symptoms of ¿sweating, shaking and felt like they were about to pass out¿. In response to this the patient self-treated by consuming additional food and drink at 9:33am. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and the test strips were not open longer than their discard date, expired or improperly stored. The patient did not have control solution to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.